Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument scissor had a break in the insulation that was noticed prior to the patient entering the room. It was not used. The procedure was completed with backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the primary failure of scratched tube extension to be related to the customer reported complaint. The instrument tube extension exhibits signs of multiple scratch marks/abrasions at the distal end. Fragments were missing. Tube extension scratch marks measured roughly up to 0.537¿ x 0.055¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the scissor in question was not used on the patient when this was noticed. The ¿nic¿ or break in insulation was noticed prior to the case starting.

Event description:
Refer to h10/h11 for follow-up information.